Event description:
During my pregnancy my mother purchased me co-gel 200 ultrasound to use while pregnant. This gel was purchased on amazon. My son was born with a defected penis, he had to go in for surgery at 6 months due to being to being premature. My son has been sick his entire life, unsure if related. My son was recently diagnosed with wilms tumor stage 1 cancer. My son just had his right kidney removed.